Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that the quick coupling device had difficulty securing attachment devices. During service and evaluation, it was observed that coupling tool side was not functioning and defective. It was noted that the gripping clamps on the device were not holding the k-wires properly. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event of the device not holding the k-wires properly occurred before the surgical procedure, while prepping for the operation. Therefore, the reported event does not meet the criteria of a reportable complaint as it was not reported to have occurred during a surgical procedure and is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.